Event description:
Allegedly, pt noticed a sudden downfall of the leg while raising 5 kg weight.

Manufacturer narrative:
Investigation is not complete. Product was not returned for evaluation. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is complete. This event occurred in italy.